Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had a return of symptoms and was not able to increase stimulation using their patient programmer (pp). The patient stated that for the last couple days they had hesitation, had been up 6-7 times at night and could not feel tingling, along with a burning at the end of their penis starting last night. The patient did not feel stimulation, with the therapy confirmed to be off, the patient turned the stimulation on and the patient stated they were feeling better, resolving the issue. The patient stated they thought they accidently turned the stim off when they were working with their pp on (B)(6) 2016. It was noted the patient had a cystoscopy approximately one year ago and would be having another one this next monday. When asked if the procedure was related to their implant the patient stated their first cystoscopy determined two problems, they had a turp (transurethral resection of the prostate) to make their prostate smaller and urine flow bigger, and then 3-4 weeks later their stimulator was implanted. The patient also mentioned a prior event (6 weeks to 2 months ago) of difficultly going and blood in their urine, resulting in the patient goi ng to their healthcare provider (hcp) and receiving a c-scan. The patient later reported they had made their hcp aware of the symptoms and had a cystoscopy on (B)(6) 2016. The circumstances that led to the symptoms was some scar tissue build up due to the turp surgery and also prostatitis. The steps taken to resolve the symptoms included medication and a surgery scheduled for (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.